Event description:
It was reported the tip of an intravascular device guidewire was severed, but fortunately, it did not enter the patient. No clinical consequences reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken stylet was confirmed. The product returned for evaluation was one 3 cg stylet. The stylet was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding. Microscopic examination revealed deformation of the stylet tubing at magnet edge(s). Measurements of the stylet tubing wall thickness were taken and confirmed to be within specification. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed. This complaint will be recorded for future trending and monitoring purposes.